Manufacturer narrative:
Physio-control further evaluated the removed rear case and determined that the reported issue was due to a damaged/broken rubber grommet in battery well and the battery pin cannot be replaced.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio opened the device and observed that the nut in the positive terminal in battery well 2, is loose. Physio replaced the rear case, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
During annual preventative maintenance on a customer's device, physio-control observed the customer's device power itself off. There was no patient use associated with the event.